Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.

Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A follow-up is necessary due to an incorrect event description; operator of the device; occupation and component code.